Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The biomed reported that the reported condition could not be duplicated. Multiple attempts have been made to try to obtain additional information regarding the event/patient but there was no response received from the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an error related to patient disconnect (1200), alarm message: low inspiratory pressure. 1210 alarm message: high tidal volume. The ventilator was in clinical use at the time of the event occurred. However, there was no patient harm.